Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro, where it was reported there was a disconnection of tubing on the chemo trees. The status of the product at the time of the event is unknown. There was unknown patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The complaint on the 011-h1268 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non conformities were found that would have led to the reported complaint. Corrected information can be found in h6, component codes.